Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a log file review was requested. The log file captured a no external power event on (B)(6) 2022 that was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no reported interruption in pump support during these events.

Manufacturer narrative:
D6a: date of implant was added inadvertently. Manufacturer's investigation conclusion: the reported event of a no external power was confirmed via analysis of the submitted log file. The submitted log file contained approximately 13 days ((B)(6) 2022 per the timestamp). No external power alarms were active on (B)(6) 2022 from 03:08:32 to 03:08:33, 03:08:34 and from 03:08:45 to 03:08:50 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms were resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system without issue during the losses of external power and pump function was not affected. The alarms were resolved when ac power was restored to the mpu. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. To date, the mobile power unit (serial #: (B)(6)) was not returned for analysis. As a result, the complaint file will be closed with no further actions. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.